Manufacturer narrative:
Conclusion code (B)(4) no longer applies and instead conclusion code (B)(4) applies to the event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated the pump was explanted and replaced on (B)(4) 2018 due to normal battery depletion. The patient's weight was (B)(6) pounds. No further complications were reported.

Manufacturer narrative:
Interrogation of the pump determined it was used to infuse saline 600 mcg/ml for a total dose of 3.85 mcg/day. The pump was returned and analysis found corrosion and-or wear and-or lubrication, a stall due to shaft-bearing, and overinfusion with an undetermined root cause. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was provided by a manufacturer¿s representative regarding an implantable intrathecal pump. The indication for use was spinal cord injury/spinal cord disease and intractable spasticity. The pump was returned to the manufacturer without a complaint. No patient symptoms or complications were reported as a result of this event.